Event description:
Customer reports pins #11 and #12 are blackened and the adjacent plastic is melted on the inform base unit. No adverse event reported. A request was made for the return of the suspect product and replacement product was sent.